Event description:
The technician alleged the brake casters swivel in brake mode. No patient impact.

Manufacturer narrative:
The technician found the brake caster stems were cracked. The technician replaced the brake casters to resolve the issue.